Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately fifteen years and three months post index procedure a CT revealed that the stent graft had migrated and a proximal type I endoleak was observed. The aneurysm was observed to measure 4.5 cm in diameter. No intervention was reported to have been performed. Per the physician the cause of the event was due to proximal aortic neck dilatation over time. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.